Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the inner components of the instrument revealed that the timing was disrupted and a tack was protruding from the tip of the device. The trigger was actuated and the remaining seventeen tacks deployed but did not seat properly due to the disrupted timing. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during laparoscopic ventral hernia repair procedure, when the surgeon squeeze the handle the device did not deploy. There were no tacks able to be fired normally from the device. The device was replaced to complete the case. There was no patient injury.